Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger (B)(4) is currently underway. The reported problem (overheating and hissing) is still under investigation. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective monitor.

Event description:
A (B)(6) male pt's wife called in to zoll lifecor customer support to report that there was a burning smell coming from the pt's battery charger. The pt's wife also reported that the charger was making a hissing sound. The pt received a replacement battery charger.